Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation and additional information received through investigation. The following sections of this report have been updated: additional information added to b7, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty withdrawing the delivery system and subsequent non-target deployment of the valve was unable to be confirmed as no device/imagery were provided. Per the provided information, there was presence of tortuosity of the iliac vessels. The presence of tortuous access vessels is known to contribute to suboptimal withdrawal angles by preventing coaxial alignment between the delivery system, crimped valve, and sheath tip. In this case, it is also possible that the improperly aligned thv itself (too distal, sitting over tapered balloon end) promoted the withdrawal inability by causing the valve to catch onto the sheath tip. As such, available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal with crimped valve, valve aligned too distally) may have contributed to the reported event. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device is not available for return.

Event description:
As reported from france by our edwards lifesciences affiliate, during valve alignment of the 23mm sapien 3 ultra valve in the abdominal aorta, the commander delivery system balloon was too proximal from the valve. It was attempted to retrieve the valve and delivery system into the esheath without success. The valve was deployed in the aorta. A second system was prepared, and the new valve was successfully implanted in the aortic annulus. The patient outcome was good post-procedure.